Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for lumbar radiculopathy. It was reported that the patient was not able to charge the ins and thought it was dead. Patient was in pain and had worked with physicians in the past trying new equipment and nothing worked. Patient has an appointment scheduled with the physician on (B)(6) 2017. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, (B)(4), product type: lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the patient is still in pain and his ins has not been working since (B)(6) 2016. The patient said they have done everything they could, they replaced everything except the ins. About a couple months ago they were talking about replacing the ins. They had him go get a CT scan and then notify him. He has not heard from anyone. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.